Event description:
A clinical data review was completed on the lead. The reviewer noted: the atrial lead impedance trend is stable with average values from 352 ohms to 492 ohms. There are no open circuit pacing or short circuit pacing counts logged. There are a number of mode switch episodes from (B)(6) 2015, some of which have short mean atrial intervals. There is no egm since the data has been cleared. In the month after implant the thresholds measured were averaging from 1.25v to 1.75v with a few measurements >2.5v. The last successful measurement was on (B)(6), 2014. There is no evidence of a lead defect in this file.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and no capture. The ra lead was explanted and replaced. Also, the patient had symptoms of fatigue due to the event and it was resolved with ra lead intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).